Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. (B)(4).

Event description:
A patient with a previously identified anti-e did not react with vs409. The customer successfully confirmed the anti-e using peg/tube. No erroneous results were reported.